Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl and 340 mg/dl. Customer stated that he cannot complete the high blood glucose troubleshooting as he did not have enough time since he was at work. It was stated that the infusion set had leak on the same spot from where needle was removed. Customer stated that the high blood glucose was due to leakage. It was stated that infusion set tubing was detached at quick release. The insulin pump will not be returned for analysis.